Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a partially broken battery tube threads, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test. During visual inspection, a corroded battery tube was found. The insulin pump was cut open and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted.

Event description:
Information received by medtronic indicated that insulin pump had cracked on the battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.